Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test at 0.08715 inches. No motor error alarms were noted. The motor was tested outside the device and passed. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed motor error and high blood glucose event. The customer¿s blood glucose level was unknown at the time of the incident. The customer¿s parent stated that the drive support cap was flush. Customer was hospitalized due to high blood glucose of 590 mg/dl on april 25, 2018. The customer experienced symptoms such as vomiting. The customer was treated with IV drip. The customer's parent was unsure if customer was wearing the insulin pump during the hospitalization. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.